Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 3.0mm coupler ¿was not able to fully attach and failed to complete the anastomosis¿. This occurred during a patient procedure in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). (Previously submitted as ni). Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The rings were brought to close proximity and the rings were observed aligned as intended. Each of the six rings on both left and right aligned with the mating hole on the opposing coupler ring. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.